Event description:
It was reported that when restocking the synthes mf set, the red plastic from the top of the 1.5 module was rubbing off onto the screws. Obviously this is not a good thing to open the tray and have flecks of plastic embedded in the screw heads and fragments within the whole set as well on drill bits and plates that could potentially be transferred to a patient and cause problems. Even when the lids are placed back on the module gently and with care they still seem to be a bit difficult and the lid has ridges in it that are worn away from rubbing over the top of the screws which leads to the potential fragment off and scatter throughout the module, whether it catches on screws or not . This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records is not available because no lot number was provided and it was not available on the returned product. The additional evaluation revealed that the returned module show that the color of the lid (inside) is indeed peeling off. Unfortunately we were not supplied with the relevant lot numbers in order to ascertain the sales date (several modules were sold in 2008, 2009, and 2010). We do suppose the color on the lids may have become brittle after repetitive sterilization over the years and peeled off while sliding along the module. Please note that we have only had to complaints regarding similar problems (both from australia) so far, therefore we determine the cause of this problem due to wear and tear during use. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA.